Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was stuck on bluescreen. A technical support specialist completed the update and configure the station to automatic lunch in cfnapp profile, then rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a station stuck on bluescreen. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.